Event description:
A facility reported a microsensor (ID 826633) was implanted on (B)(6) 2024. On (B)(6) 2024, when the physician was retrieving the microsensor, the microsensor was broken and remained part of the microsensor was left in patient. Then the physician had to remove the suture and retrieved the remained part out of the patient. The monitor and cable used were icp express monitor, (ID 826635) and icp express cable (ID 826636).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826633) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or ncs, during production, related to the finished device. None were identified related to this report. Failure analysis - the catheter was received in two pieces, distal end cut/crimped off 2 inches. No testing possible. Complaint confirmed with mishandling determined as the cause. Root cause analysis - the received unit's catheter is in two pieces with the distal end cut/crimped off two inches. The report is confirmed with the most probable cause related to mishandling which resulted in the damage.